Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
This is a report of a home patient (hp) who was hospitalized and diagnosed with peritonitis. The cause of the peritonitis was a break in aseptic technique, further described as the attendant performed therapy without proper training. The hp was treated with injections of vencogen-ip 1gm, reflin 1gm and fortum 1gm (frequencies were not reported). The outcome for this event is unknown.